Event description:
It was reported that while on the subway, the patient lost consciousness and collapsed. The patient's blood glucose (bg) values dropped to less than 70 mg/dl. The paramedics arrived and rendered medical treatment. For treatment, the patient was given a intravenous (IV) drip. The patient was taken to the emergency room (ER). The pod was worn between 4 and 24 hours on infusion site. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.